Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was found at recent interrogation to have been programmed to monitor only. A guidant technical services (ts) consultant discussed that the only way to program monitor only mode was by commanding it via programmer. Magnet application could turn the crt-d off, but not reprogram to monitor only. No adverse patient symptoms were reported.